Event description:
A peritoneal dialysis (pd) patient's contact contacted fresenius technical support to report a blank screen during an unknown phase/cycle of dialysis on the liberty cycler. The patient's contact pressed ok, stop and touched the screen. The cycler's touch screen remained blank. The patient's contact rebooted the cycler and the keys lit up. The touch screen remained blank after the reboot. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient continues treatments on the cycler and the cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified thermal decomposition on the c2 compositor on the led backlight board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found thermal decomposition on the c2 compositor on the led backlight board . The led backlight board is located on the rear of the front panel assembly. A known good led backlight board was installed and the display became operational. Removed functioning led backlight board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition on the c2 compositor on the led backlight board. The cycler was refurbished following the evaluation.